Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed; however, it was noted that the device failed the leak test and damage to the insertion tube, in the form of a deep cut, near the insertion tube side was observed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the angulation became locked and could not disengage. The problem, as reported to olympus, was found during reprocessing. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Upon further review, this is not a reportable event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.